Manufacturer narrative:
Damaged firing mechanism. Evaluation summary the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found broken, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device would not cut and would not staple when fired. Another device was used to complete the procedure. There was no patient consequence reported.